Event description:
It was reported that the patient had a brain bleed in (B)(6) 2019 and needed to be readmitted to the hospital. Diagnosis was performed with computed tomography (CT). Their coumadin (warfarin) was ceased and they were conservatively being managed in the hospital with rehab. The patient was discharged home in stable condition. They continued to have problems with their memory but weakness walking was resolved with rehab. They only take baby aspirin for anticoagulation. The ventricular assist device was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to the stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.